Event description:
It was reported that st segment elevation occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 24mm watchman flx laa closure device & delivery system (wds) were used. The physician reported adequate bleed back from the sheath and good flush from the device upon insertion. Post-deployment, st elevations were noted on the echocardiogram imaging immediately following replacement of the saline flush bag. The patient was administered vasopressors and 100% oxygen and electrocardiogram (EKG) shortly returned to normal. The physician was suspicious the st elevation was due to air embolism but the source is unknown. The device was not implanted. The patient was discharged.